Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise. The leads were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Insulation and conductor damage was noted at 19.4-20.5cm from the connector pin, consistent with clavicle crush damage. The etfe coating was damaged and a rv conductor was partially melted at this location, consistent with the field observation of noise and inappropriate therapy.